Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that he was able to clear the alarm without any trouble at all and everything has been working normally. Customer stated he will monitor the device and call back if he has any issues. Blood glucose value is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.